Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the patient's flange fixture with abutment fell out prior to fitting the baha sound processor. In 2007, the patient was reimplanted with a new flange fixture with abutment and was fit with the baha sound processor nineteen days later. The surgeon reported, the patient had "no inflammation or pain etc." Reportedly, the patient is doing well. The device was not returned for analysis.